Event description:
A power source alert was reported by the customer, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer confirmed that using a different charging cable and plugging it into the wall adapter resolved the issue, and the pump began charging. Technical support sent a new battery charger to the customer as a precaution, and no further assistance was required.